Event description:
Atty alleges following implantation, the plaintiff suffered personal injuries, loss and damage. Particulars of injuries include: capsular contracture, breast lumps, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system, headached, chronic fatigue, breast pain, cosmetic damage, memory and concentration impairment, anxiety, nervousness and depression.